Event description:
It was reported that during the tha surgery, the surgeon implanted the triad cup. It was further reported that the surgeon could not lock the trident crossfire insert with the triad cup. He implanted another trident crossfire insert without problem.